Event description:
Medtronic received information that insulin flow block alarm occurred. Customer experienced hyperglycemia. Customer's blood glucose level was 460 mg/dl. Customer's blood glucose level at the time of call was 120 mg/dl. Customer experienced fatigue. Customer tested positive in ketones test. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was using the minimed system with the auto mode feature active at time of high blood glucose event. Time/date were correct. Customer passed self test and displacement test. Customer was hospitalized on (B)(6) 2022. Customer was treated with intravenous insulin drip. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.